Event description:
We received a report that during implantation of an intraocular lens (iol) in the patient's left eye, the patient's posterior capsule tore. The incision was enlarged, the iol was cut in half and removed. A za9003 was placed in the sulcus, the wound was sutured and procedure completed without further difficulty.

Manufacturer narrative:
(B)(4). All pertinent information that is available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that lens was cut in two pieces. Also, the visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. The condition of the returned lens was consistent with one that has been explanted from the eye. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.